Event description:
On (B)(6) 2010, pt reported the beep and vibration alarms on infusion device were defective. Pt was unable to hear or feel the vibration or beep when the insulin cartridge ran out of insulin. Pt is using the correct type of batteries in infusion device and new battery did not resolve concern. Beep volume was set to maximum level. Company representative visited pt and compared vibration and beep alarms to a demonstration pump. Company representative confirmed the beep and vibration were "not as firm" as initial infusion device. Infusion device was not dropped or exposed to water. Battery cover was used within specification. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested for eval.